Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - marked as legal, added kid number, added all manufacturing and expiry dates and all other mw fields. Taken from kennedys email dated 4th sept 2015.

Event description:
Additional reason for revision: metallosis, pain, noise.

Event description:
Recommended asr revision - left hip.